Event description:
During a right shoulder diagnostic arthroscopy, the orthopedic surgeon who was using an arthroscopic blade/bone shaver observed small flakes of metal fragments that had fallen off the shaver.